Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. No blank display noted. Device also had minor scratched lcd window and cracked reservoir tube lip. (B)(4)

Event description:
Customer's mother reported via phone call that the customer dropped the insulin pump; it has a partial display and the lcd has a bleeding line at the bottom. Blood glucose value was 269 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.